Event description:
X-rays were rec'd in regards to a (B)(6) pt with high lead impedance from (B)(6). Based on MFR review there does appear to be a lead discontinuity near the anchor tether. It is likely that the quadfilar coil discontinuity is the cause of the pt's high lead impedance rec'd on a recent diagnostic test. The pt's (B)(6) was programmed off and they are going to be referred for surgery. No fall or injury was reported around the time if their high impedance being attained. There was some swelling reported around their generator location. No surgery date is set at this time for the pt. (B)(4) attempts will be made for the explanted product once surgery occurs.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred. But did not cause or contribute to a death or serious injury.